Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, ethnicity and race was not provided for reporting. This report is for one (1) bab variety pack 120ct 5 box pk USA (B)(4). Lot # is not available. UDI # is (B)(4). The consumer has reported an unknown band aid was used and may have contributed to the event, the following products are possible devices that were used from this variety pack: babab mickey asst 24x20&apos;s; us code (B)(4). Babab clear waterblock asst 30&apos;s; us code (B)(4). Babab flexible fabric extra large; us code (B)(4). Babab premium variety pack asst 24x30&apos;s; us code (B)(4). Curativo band aid flex fabric 24x30&apos;s; us code (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records cannot be completed without a lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with a bandage from bab variety pack. The consumer stated that there was so much glue on the bandage that upon removal it ripped a large portion of her skin, which bleed for at least 45 minutes. The consumer stated that she is going to seek medical attention from a wound care specialist. The consumer is still experiencing the symptoms.